Manufacturer narrative:
The lot search review did not identify an increase in complaint activity for the issue for the lot. No adverse trend was identified. The ticket trending review of the complaint data for the complaint cause list number did not identify any trend regarding commonalities for lot number and issue. Labeling was reviewed which adequately addresses the current issue. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 28299ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2pg/ml. Abbott has not established expected ranges for male patients > 73 years old. In this case sample integrity issues at the time of testing could have contributed to the customer observation. Details around reagent and specimen handling are outlined in the product package insert, while the architect system operations manual also provides information regarding further potential causes of erratic results. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 3p25, that has a similar us product distributed in the us, list 2r98. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat high sensitive troponin-I on a patient that repeated lower. On (B)(6) 2021, a male patient, ID (B)(6) generated a positive architect stat high sensitive troponin-I of 1495.8 ng/l that repeated 16.0 ng/l when repeated the next day. A new blood sample was obtained from the patient with a normal high sensitive troponin-I result. The account uses a troponin reference range of <34 ng/l. Additional testing was ck 114 and 113 u/l. The patient was admitted to an outpatient clinic after a fall, presenting with polytrama and acute b12 deficiency. The patient is european and year of birth is (B)(6). No impact to patient management was reported.